Manufacturer narrative:
Lancing devices are not sterilized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510 (k) cleared.

Event description:
The advocate stated that protective cap would not stay on the used lancet and that she had difficulty ejecting the lancet from the microlet2 lancing device. On several occasions, she received accidental needlesticks from the used lancets. The advocate was advised to return the lancing device for evaluation, but after receiving instructions on how to eject the lancet, she decided to keep it since she understood how to use it. No product will be returned.